Event description:
Info received indicated as follows: initially reported as of the reversed tubing ((B)(4)). Latest report updated as of pump would not pump the formula, would reverse the formula go back up the tubing.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review for reportability.